Event description:
It was reported that the device had an electrical reset. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters were noted as one por for critical ram parity error, addr=1381, data=8c, occurred on (B)(4)-2011 21:55:06. It was also noted that one patient alert for device circuit error occurred on (B)(4)-2011 21:55:06.